Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received for evaluation.

Event description:
Customer reported saline was infusion to a pt when the tubing fell apart just below the drip chamber. There was no pt harm and medical intervention was not required. The customer stated that no further pt or event info is available.